Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Contact declined to provide further information. Although multiple attempts were made by tandem technical support to contact the customer for additional information, no reply was received.